Manufacturer narrative:
Citation: kamioka n et al. Mitral bioprosthetic valve fracture: bailout procedure for undersized bioprosthesis during mitral valve-in-valve procedure with paravalvular leak closure. Jacc cardiovasc interv. 2018 feb 12;11(3):e21-e22. Doi: 10.1016/j.jcin.2017.10.047. Epub 2018 feb 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of mechanical mitral valve replacement and coronary artery bypass grafting who underwent implant of a 25 mm medtronic mosaic bioprosthetic valve (serial number not provided) for suspected mechanical valve endocarditis. Two months following the procedure, the patient presented with decompensated heart failure and an echocardiogram revealed severe paravalvular leakage (pvl). The decision was made to proceed with transcatheter pvl closure. After five non-medtronic vascular plug devices were placed to treat the pvl, the mean mitral gradient increased and reflected probable patient-prosthetic mismatch. Subsequently, a 26 mm non-medtronic transcatheter valve was implanted inside the mosaic valve, and then the transcatheter valve was expanded with simultaneous cracking of the mosaic valve to attempt to increase the valve area using a 24 mm non-medtronic balloon, followed by a 25 mm non-medtronic balloon. Despite balloon rupture (not specified as to which of the two non-medtronic balloons burst), an echocardiogram showed the mean gradient decreased with only mild mitral regurgitation. Post-procedural computed tomography revealed an outer transcatheter valve diameter exceeding the pre-procedural mosaic valve inner diameter and supporting the existence of valve fracture. The patient was discharged with symptomatic improvement six days following the valve-in-valve procedure. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.